Event description:
Cs25 stapler positioned with anvil in proximal bowel and dlu (transanally) in distal bowel. Anvil and dlu were mated, stapler closed and fired. Surgeon tried for several mins to remove staples without success. Dlu had to be cut out of bowel. Case completed using another stapler. Inspection revealed that cut ring was missing and bowel was stapled but not cut, and void of doughnuts.